Event description:
It was reported that this electrode was fractured, which was confirmed via x-ray. The patient was reported to have received an inappropriate shock due to oversensing of noise and changes in amplitude morphology measurements. Surgical intervention was performed and the electrode was explanted and replaced. During the replacement procedure, the physician noticed an abrasion in the insulation and experienced difficulty removing the electrode from the patient. The difficult explant resulted in induced damage to the coil of the electrode. No additional adverse patient effects were reported. This electrode is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.

Event description:
Boston scientific (bsc) received information that the patient implanted with the above-referenced subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received an inappropriate shock while the device was programmed to the primary sensing vector. A review of the device data by bsc technical services (ts) confirmed the inappropriate shock was the result of oversensing non-physiologic noise and discussed further troubleshooting and programming options. The patient was seen in-clinic for further troubleshooting, and some unusual noise was able to be reproduced in the primary sensing vector. An electrode fracture was suspected and surgical intervention was performed to explant and replace the electrode. During the replacement procedure, the physician experienced difficulty explanting the electrode from the patient. The difficult explant resulted in induced damage to the coil of the electrode. A new electrode was implanted and connected to the existing device. The explanted electrode was returned to bsc for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the electrode was thoroughly analyzed. Visual inspection showed the shocking coil was slightly deformed and tool marks were also noted in that location. As a result, it was concluded that the deformed coils were consistent with having been induced during the explant procedure. No other abnormalities were observed. Testing was completed to assess electrode electrical performance and insulation integrity. Measurements throughout these tests were within normal limits and the electrode was confirmed to be electrically continuous (i.e., the electrode was not fractured). Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection showed the shocking coil was slightly deformed with tool marks above it which was thought to have been induced during the explant procedure. No other abnormalities were observed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was fractured, which was confirmed via x-ray. The patient was reported to have received an inappropriate shock due to oversensing of noise and changes in amplitude morphology measurements. Surgical intervention was performed and the electrode was explanted and replaced. During the replacement procedure, the physician noticed an abrasion in the insulation and experienced difficulty removing the electrode from the patient. The difficult explant resulted in induced damage to the coil of the electrode. No additional adverse patient effects were reported.